Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 16-apr-2024, it was reported that the patient complained about that two-infusion sets was fell off during use. The blood glucose level was high due to correction injection via mdi. No further information available.